Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical stapling on a laparoscopic thoracic surgery, the surgeon was able to press the green button but the stapler was not able to fire. They opened another stapler to complete the case. There was no patient injury.